Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered error c-34. Before reaching out, the user had already replaced the cautery cord, power cycled the erbe, and replaced the instrument. The tse suggested using a third electrosurgical unit (esu) to continue the procedure. The user continued with the procedure as planned with no reported injuries. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) suggested site to use 3rd electro surgical unit to continue procedure. Field service engineer (fse) replicated the reported problem and advised to replace the part; however, customer declined the field service order. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the erbe was confirmed defective and they used a force triad platform to continue surgery.